Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - (B)(6) 2007, 5076 implantable pacing lead - (B)(6) 2009. (B)(4).

Event description:
It was reported that during the implant procedure, the device exhibited oversensing and an output failure. The device was determined to exhibit a setscrew issue. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure, the device exhibited oversensing and an output failure. The device was determined to exhibit a setscrew issue. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated the set screw was found in the connector bore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.